Manufacturer narrative:
Pending evaluation.

Event description:
Revision surgery possibly due to poly wear.

Manufacturer narrative:
Please void as this revision never occurred.

Event description:
Please void as this revision never occurred.